Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nv301e - vitelene insert e 32mm post.wall. According to the complaint description, the surgeon had to switch to another counterpart (nv291e) after inserting the "plasmafit 48mm" because the originally intended counterpart (nv301e) had a gap after insertion. An additional medical intervention was necessary. Additional information was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Additional information - block d4 (UDI) investigation results visual investigation: the component was examined visually and microscopically with the digital microscope vhx-5000 keyence. Furthermore this case was discussed with a specialist from the product management due to the circumstance that the provided inlay has already been tried to be anchored in the cup and due to the thermal processing probably carried out as a result of decontamination, it can be assumed that the dimensions no longer correspond to those on delivery. Externally, the complained inlay shows no damage or abnormalities which could be attributed to the manufacturing process. The visible scratches/imprints at the area of the shoulder are due to the implanting process. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that two similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. There could be several root causes for an improper fitting of the inlay in the cup, for example cone clamping surfaces of the cup and/or inlay are dirty/not cleaned. A very strong jamming of the acetabular cup in the acetabulum can possibly lead to short-term, minor shape changes in thin-walled acetabular cups, so that the inlay cannot be fixed properly in the cup. If the cup is deeply anchored in the acetabulum and the acetabular entrance plane is not cleanly exposed (bone protrusions / soft tissue protrusions in the insertion area of the inlay), the inlay may not be correctly fixed in the acetabular cup. Based upon the investigations results a product safety case was initiated.